Manufacturer narrative:
Reported event: an event regarding pain involving a trident insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted clinician review: a review of the provided medical information by a clinical consultant indicated: based upon the information supplied in this inquiry, I cannot determine what adverse event the patient is describing. It seems that she is complaining of pain in both of her hips which were done four and seven years ago. I described above that the patient should most likely undergo a work up for a painful joint but no definite adverse event can be confirmed at this time based upon the information given. Again I don't believe there has been any product recall since 2017 but they should be researched by stryker based on the lot codes of the implants. I have reviewed the operation report from on (B)(6) 2017. The procedure was again performed in a standard routine satisfactory manner. Again, the surgeon used a marking system to determine preoperative and postoperative leg lengths and dictated ¿acceptable limb length¿ after there construction. Based upon the information given to me and the supporting documentation I cannot confirm any adverse event. As to the root cause of the event, this cannot be determined since I cannot identify a specific adverse event. X-rays and office notes would be helpful in this regard. Addendum review: taking into consideration all of the material subsequently submitted, it does not change my previously stated opinion. The most important information not provided are patient¿s postoperative office notes by dr. (B)(6) and postoperative x-rays taken with proper positioning. It is well-known that patients who have been given an increased offset following total hip replacement can experience symptoms consistent with lateral hip pain and trochanteric bursitis. I am not saying that this has happened in this case, but further documentation, notes and x-rays would be needed in order to make a final appraisal. Product history review: review of the device history records indicate devices were manufactured and accepted into final with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. The patient would like to know if her implants were part of a recall. The device was determined not to be involved in recall. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Addition devices: catalog numbers and lot codes of other devices listed in this report: trident hemispherical cluster hole shell; 502-11-52e; 58866001. Delta v-40 ceramic head 36/0;6570-0-136; 59422401. Size 5 accolade ii 127 deg; 6721-0535; 55663803. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text: device not available.

Event description:
As per patient, she had a left tha done on (B)(6) 2017 after she got home from surgery her leg turned red. Patient had to go to the ER where she received pain medication. Patient has been experiencing pain, has no balance. Patient has to use a walker. Patient would like to know if her implants are part of a recall. Patient is seeking assistance with revision surgery.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Not returned.

Event description:
As per patient, she had a left tha done on (B)(6) 2017 after she got home from surgery her leg turned red. Patient had to go to the ER where she received pain medication. Patient has been experiencing pain, has no balance. Patient has to use a walker. Patient would like to know if her implants are part of a recall. Patient is seeking assistance with revision surgery.